Event description:
On 09/04/2025 the user reported experiencing hypoglycemia with bg (blood glucose) less than 70 mg/dl and hyperglycemia with bg 289 mg/dl following meal announcements. The user contacted beta bionics, performed a factory reset and supply change, and noted a bent leaking cannula. The site was removed and replaced. No hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.